Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. Customer¿s blood glucose level was 700 mg/dl. The customer went to the emergency room and was subsequently hospitalized with ketones that the health care provider identified as dangerous. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.